Event description:
This report was received via a pharmacia & upjohn sales representative regarding a woman who developed endophthalmitis following surgery on 11/4/97 for cataract extraction and implant of a model 920 iol. On 11/6/97, the woman noticed a change in her vision. On 11/7/97, she reported a marked decrease in vision and was seen by the ophthalmologist who diagnosed the condition as endophthalmitis. She was taken back to the operating room for injections of antibiotics and steroids consisting of ceftazadime, vancomycin and dexamethasone. Cultures obtained revealed s. Aureus. On 11/24/97 the ophthalmologist noted her vision as limited to hand motion only. Vitreous clots of white cells and debris were seen. On 12/11/97, her vision had improved to the state of counting fingers. The severity and cause of the endophthalmitis was not noted by the ophthalmologist. A MFR batch review is pending.